Event description:
Information was received that during a vats procedure, the surgeon experience bleeding with the enseal device. Additional information from surgeon: to stop the bleeding, pressure was applied. Surgeon advised that the device was not cleaned as good as it should be (which they are now cleaning better between uses). There was no blood loss, no transfusion. Patient is well.

Manufacturer narrative:
(B)(4). (B)(4). Information not available, device not returned for analysis.